Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2003122. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed.

Event description:
It was reported that the syringe 10ml ls emerald experienced leakage. The following information was provided by the initial reporter: leakage of syringe used for administering anaesthesia during sampling of the prostate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ls emerald experienced leakage. The following information was provided by the initial reporter: leakage of syringe used for administering anaesthesia during sampling of the prostate.